Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 complaining of discomfort with their pacemaker in backup vvi mode. The device was found in backup vvi mode shortly after initial implant on (B)(6) 2021. Programming changes were made to recover the device from backup vvi during the in clinic visit. The patient was stable throughout.